Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was reported to be caused by a urinary tract infection that the patient was experiencing. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c07061 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Complaint no: (B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).